Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheters were not working properly, and customer had a lot of questions. Customer stated that they have watched the video on positioning of the wick and how to clean. It was noted that the patient had been using the purewick product for more than 90 days. No additional information provided. Per clarification mail received from the liberator on 10-feb-2022, stated that the purewick urine collection system was purchased on (B)(6) 2021 and the kit was shipped along with the system. A replacement kit was shipped on (B)(6) 2022. Per clarification mail received by liberator on 16-feb-2022, representative stated that the written instructions were not detailed enough, unclear and contradicting.

Event description:
It was reported that the purewick female external catheters were not working properly, and customer had a lot of questions. Customer stated that they have watched the video on positioning of the wick and how to clean. It was noted that the patient had been using the purewick product for more than 90 days. No additional information provided. Per clarification mail received from the liberator on 10-feb-2022, stated that the purewick urine collection system was purchased on 23-dec-2021 and the kit was shipped along with the system. A replacement kit was shipped on (B)(6) 2022. Per clarification mail received by liberator on (B)(6) 2022, representative stated that the written instructions were not detailed enough, unclear and contradicting.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect/ missing translation; missing instructions; vendor/printer error". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "peri-care and placement: perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement." Baw8734929 rev 1 was reviewed and it states " warnings: ¿ do not use the purewicktm female external catheter with bedpan or any material that does not allow for sufficient airflow. ¿ to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. ¿ never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs. ¿ after use, this product may be a potential biohazard. Dispose of in accordance with applicable local,state and federal laws and regulations. " baw8734929 rev 1 was reviewed and it states " precautions: ¿ not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site ¿ experiencing moderate/heavy menstruation and cannot use a tampon ¿ do not use barrier cream on the perineum when using the purewicktm female external catheter. Barrier cream may impede suction. ¿ proceed with caution in patients who have undergone recent surgery of the external urogenital tract. ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. ¿ maintain suction until the purewicktm female external catheter is fully removed from the patient to avoid urine backflow. " baw8734929 rev 1 was reviewed and it states " recommendations: ¿ perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. ¿ prior to connecting the purewicktm female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. ¿ ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. ¿ properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with fecesor blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days. " h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.